Event description:
It was reported that this patient experienced syncope and fast heart rates as though the product wire stabbing. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.